Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 3:30pm. Caller, hospital employee, informed pdc that pt took a glucose test using the prodigy meter and received a reading of 150mg/dl but felt nauseous and dizzy. Pt drove himself to the hospital and ER reading was 170mg/dl, then 200mg/dl. Pt was given insulin and fluids and was still hospitalized, to be released that afternoon. It was also reported that the pt had not eaten in 13-14 hours during medical intervention. Pdc cc rep provided proper testing instructions and sent replacements and requested return of suspect product(s).

Manufacturer narrative:
Pt did not return suspect product(s). Eval could not be performed.